Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump could not be turned on. Troubleshooting was performed and it was found that pump had corroded battery cap and the display was not working. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer indicated that they have discontinued use of the pump and have been using their insulin back-up plan. The customer was advised that the battery cap would be replaced.